Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The initial step by the rse was to verify whether the customer was actively processing data on the current server or had already transitioned to the newly upgraded environment. Upon system login by the rse, multiple alerts and error messages were identified on the device. Review of the case and discrete results were performed to assess the current configuration and status of the transition/upgrade. Findings indicate that no valid data was captured during the events reviewed. The behavior observed was consistent with either a net failure condition or improper acquisition setup (e.g., leads and/or cuff not properly connected). Further investigation suggests that, for unknown reasons, clinical staff did not successfully capture data during the procedure. The captured values appear invalid, with zero readings and abnormally high oxygen values noted, indicating inaccurate or incomplete acquisition. The customer was informed of findings, and cath lab staff were advised to review the recorded data and acquisition process to ensure proper capture procedures are followed moving forward. Based on the results of the analysis, the product malfunction was unable to be confirmed. The cause was not determined. A review of the service history for this device shows no further reports against this device from this site. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the intellibridge enterprise system indicating that captured values appear invalid with zero readings and abnormally high oxygen values noted. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.